Event description:
Device powered off by itself with an inadequate response time following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified volume of lactated ringer's solution at a rate of 75ml/hr and the delivery was started. No further programming parameters were previded. After an unspecified length of time, the device was unplugged from the ac outlet so the patient could ambulate. Approx 6 minutes after the device was unplugged, it sounded an alarm for low battery. Within one minute, the device powered off. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.